Manufacturer narrative:
All available information indicates that the lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. There were cuts in the insulation observed approximately 226 mm from the terminal pin. Additionally, the terminal silicone sleeve was torn. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged the day after the implant procedure. An invasive revision procedure was performed and the lead was extracted. Another ra lead was successfully implanted. There was no report of adverse patient effects during this procedure.